Manufacturer narrative:
Correction to h8: reuse. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Additional information obtained from the customer noted that the tip of the cleaning brush broke off during cleaning and remained in the forceps channel. It could not be removed. The device was cleaned, disinfected, and sterilized before it was returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the foreign object could not be identified. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. This issue is addressed in the instructions for use (IFU): the detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-190 series. The instruction manual for use gif/cf/pcf-190 series, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the gastrointestinal videoscope had foreign material in the air/water nozzle. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.